Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated. The field service engineer changed the ise seals. He ran air purges, mechanism checks, and precision testing, which all passed. The customer did not have any further issues. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). This medwatch is for the potassium assay. Refer to the medwatchs with a1-patient identifiers (B)(6) for the other assays. The initial sodium result was 150 mmol/l, and the repeat result was 137 mmol/l. The initial potassium result was 4.9 mmol/l, and the repeat result was 4.4 mmol/l. The initial chloride result was 117 mmol/l, and the repeat result was 104 mmol/l. The repeat results were believed to be correct.